Event description:
A report was received that the patient will undergo an explant procedure for reason unknown.

Manufacturer narrative:
Additional information was received that the patient was not getting good coverage from the device. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for reason unknown.